Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc),. Additionally, the right ventricular automatic threshold (rvat) test was found to be in suspended mode. Boston scientific technical services (ts) was consulted and further evaluation of the lead was recommended. No adverse patient effects were reported. At this time, this lead remains in service.